Event description:
It was reported that a user on ilet experienced postprandial hyperglycemia followed by correction-associated hypoglycemia shortly after starting therapy, despite following meal announcement best practices, and required oral glucose for lows. Symptoms included low and high glucose readings. Outcomes included transient impact without hospitalization or long-term sequelae. Investigation included troubleshooting and education focused on pump learning behavior and user guidance. Investigation of this case revealed no device malfunction reported and suggested that early learning-phase insulin adaptation could contribute to alternating highs and lows. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.